Event description:
It was reported the catheter was placed with the use of the vps into the pt's arm. When the nurse attempted to remove the stylet from the double lumen navilyst PICC they encountered resistance and the stylet separated. The stylet and catheter were removed as one and another catheter was placed successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.